Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device at the manufacturer's service center, an error code related to the internal li-ion state of low health was observed. The devices internal battery pack was replaced to address this issue. Device passed all testing. The device is not needed for inventory and was scrapped.